Event description:
It was reported that insulin gauge displayed amount much lower than what caller expected during previous cartridge fill, with pump showing 39 units instead of about 180 units and difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined additional cartridge loading resources, and was advised to call back for troubleshooting if problem occurred again, which caller acknowledged.